Manufacturer narrative:
Clarification to d6a: partial date of "20 years ago" provided. The events of seroma, capsular contracture, and bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contraced anaplastic large cell lymphoma (cd30 positive and alk negative confirmed via pathology).ture, baker grade unknown; breast implant associat

Event description:
Healthcare professional reported right side deflation, capsular contracture, baker grade unknown, "seroma", and "positive for bia-alcl"; capsulectomy performed. Pathology performed and markers of cd30 positive and alk negative have been confirmed. The reported deflation was not confirmed upon explant. The device has been explanted, replaced, and discarded.